Event description:
It was reported the device test discharge cannot be performed during the operation check. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The fse found that the paddles needed to be cleaned. Upon conclusion of the evaluation, it was determined that the paddles needed to be cleaned which is a user maintenance issue. The paddles were cleaned and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.